Manufacturer narrative:
(B)(4). The site has inidcated that the incident sample will not be returning. Additional questions in regard to the incident have been asked. If additional information pertinent to the incident is obtained, a follow up report will be submitted.

Event description:
The customer reported that during a low anterior resection, oozing was apparent at the seal locations, although endtones (indicating completed seal cycles) had been heard. The blood loss was described as very minor. The surgeon stated that the patient's tissue was compromised because of prior node dissection in the area where the bleeding occurred, and in addition, the patient tissue was affected due to alcoholism. There was no injury to the patient.